Event description:
When performing a standard electromyographic study (emg), 60 cycle interference will often be so significant that a valid study cannot be completed. Equipment does have 60 hz filtering, but physicians do not want to delete the information in this range. This has occurred frequently since may, 2008 when the building was built. The nature of the interference has been determined to be radiant and attributable to the building's electrical systems: lighting and power distribution to other neighboring services.====================== health professional's impression======================the device was affected by 60 cycle interference.====================== manufacturer response for emg/eeg, viking======================the source of the problem is outside at the equipment. They recommended line filters and shielding.